Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a broken reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Buttons on the keypad of her insulin pump were unresponsive. The customer's blood glucose level was 132 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.